Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v009353, implanted: (B)(6) 2006, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient had had the replacement performed on the day of this report and was receiving great therapy.

Event description:
It was reported that the patient programmer (pp) and the implantable neurostimulator (ins) had lost a connection. The pp had shown a ¿call your doctor¿ icon and an end of service (eos) message a couple of days ago. The patient had had the ins implanted in (B)(6) of 2014 and did not understand why it would show and eos message. The patient had scheduled an appointment with the healthcare provider (hcp) for the day after the date of this report. Additional information was reported indicating that the patient was still having concerns regarding the device or therapy but was working with their physician or manufacturer representative. They were waiting for surgery to replace the dead battery. It seemed that it depleted quicker than normal for this patient and her settings were programmed the same as her previous generator when it was placed in march. The patient was scheduled for a (B)(6) 2014 replacement. It was noted that the implantable neurostimulator would be sent back for analysis at that time. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.